Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 were failed. The customer stated that this malfunction occurred while trying to dispense the medication which caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 3.1 and 3.2 failed. A field service engineer found no pockets or drawers failed at the time. Further, the engineer powered down the station and reset all the connections in the back of the drawer 3.1 and 3.2, opened up the drawers and reset all of the pockets and cleaned all trash and debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.